Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, in ed placing a accucath in the lower left cephalic walked it in and went to thread the guidewire and met some resistant. Nurse pulled back right away but the guidewire wouldn't come all the way back. We decided to safety the needle since we have not seen that before. Once the needle was safety the guide wire was snapped in half. When she pulled the catheter out the other half of the guide wire was sticking out of the patients arm. Nurse pulled the rest of the guidewire out. Notified charge nurse and doctor. Ordered a x-ray to make sure that all the guidewire is out of the patients arm. No other information was provided.